Manufacturer narrative:
The full investigation report is attached, and its primary findings are summarized below: based on the skin-temperature data captured during the treatment and the initial report of the event made by kam carrie soell who was present during the treatment, we believe that the root cause of the two linear burns was that the user placed hp1, hp2, and hp3 on a single large decal on the patient's lower left abdomen, with insufficient separation between hp2 and hp3 for the patient's bmi of 44, and hp4, hp5, and hp6 on a single large decal on the patient's lower right abdomen, with insufficient separation between hp4 and hp5 for the patient's bmi of 44, again both contrary to the IFU.

Event description:
Full thickness burns on the lower abdomen following trusculpt ID treatment.

Event description:
Full thickness burns on the lower abdomen following trusculpt ID treatment.

Manufacturer narrative:
Cutera's key account manager reported that on thursday, november 16, 2023, she was present at the customer site when the following incident took place, relating to the trusculpt ID device. Their first model was treated with the trusculpt ID and used all 6 panels straight across. The said patient did the full 15 min treatment. She got her skin temperature up to 44 degrees. Towards the end of the treatment, the patient mentioned that she was getting hot; the temperature was thus reduced by 1/2 degree where she was able to tolerate it. When handpieces were removed, everything looked fine, no blisters. Just some redness as expected. Couple of days later, device user reported that the patient reported burns and was treating them. The device user followed up with the patient, and patient reported that she was healing and was ok. The patient said she was using a topical cream. On december 2, 2023, cutera's key account manager received patient pictures, with two visible linear third degree burns on the patient's lower abdomen. Cutera opened an investigation and deemed this incident to be reportable. Cutera is in the process of following up with the clinic to obtain more information about this incident.